Manufacturer narrative:
(B)(4). On an unknown date, the patient completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event were unknown. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (one gram, once in four days) intraperitoneally (ip) and injection fortum (one gram, once a day) ip. The outcome of the peritonitis event was unknown. No information was provided regarding if dianeal therapy was ongoing. No additional information is available.